Manufacturer narrative:
The customer provided faxed data generated from the original sample: the initial result was 0.560 mg/ml (accompanied by a data flag). The sample was repeated twice, generating <0.300 ng/ml (accompanied by a data flag) both times.

Manufacturer narrative:
A specific root cause could not be identified. Based upon information provided, a possible root cause was a pre-analytical issue. The customer is using a sample centrifugation time that is too short. Quality control prior to the event did not indicate an issue and the field service representative did not detect any problem with the analyzer. Performance tests performed on the analyzer were within specification. The customer confirmed that the patient was not adversely affected by the event.

Event description:
The customer received questionable troponin I stat results for one patient sample. The patient was in her (B)(6), her specific age was not provided. The initial result was 0.56 ng/ml. The sample was repeated and recovered <0.3 ng/ml. The initial result was reported outside the laboratory. The patient was not affected by the event. The reagent lot number was 15779101. The field service representative did not find the cause. He checked the instrument and ran performance tests which were within specification.